Event description:
The hospital reported that following inspection of the scope (post-sterilization), it was identified that the image is dark. No patient involvement occurred as it was not being used in a procedure.